Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliofemoral vein using an indigo system separator 8 (sep8). During the procedure, while making the first pass with an indigo system aspiration catheter 8 (cat8), the distal wire of the tip of the sep8 broke off within the patient. It was reported that the physician had felt some resistance while advancing and retracting the sep8. The physician therefore used a snare device to remove the tip, and the procedure was completed using the cat8. There was no report of an adverse effect to the patient.